Event description:
It was reported that the subject device displayed an e315 error. The issue was found during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the scope connector was immersed in liquid, causing the incompatible scope error. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.